Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. Approximately on (B)(6) 2023, the patient experienced no warnings that transmitter expired (no audio output). The patient´s bg (blood glucose) reading was 2.1 mmol/l and he didn´t remember what happened but someone passing on the street called an ambulance. The patient couldn´t provide any symptoms experienced but he thought that he might have fainted. The paramedics treated him but the patient couldn´t remember what treatment was provided and then they took him home. The patient regained consciousness in the ambulance on the way home. The patient reported that he didn´t receive any notification for hypoglycemia during the event. At the time of the report the patient was feeling fine. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 3.9 mmol/l. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Data investigation did not find that the patient's transmitter failed at any point on or around the alleged date of incident. However, at 6:41 pm on (B)(6) 2023, the patient's egvs (estimated glucose value) dropped below the user low alert threshold, and he received a visual urgent low soon alert with an egv of 3.8 mmol/l. At 6:46 pm, the patient received a second urgent low soon alert, this time at partial volume, with an egv of 3.6 mmol/l. At 6:51 pm, the patient received a third urgent low soon alert at full volume with an egv of 3.8 mmol/l. The patient continued to receive audible urgent low soon or low alerts every five minutes until 8:56 pm, at which point he entered a period of intermittent signal loss. The patient was back in target range with an egv of 6.5 mmol/l at 9:36 pm when the signal returned. None of the aforementioned alerts were acknowledged. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the root cause of the reported event could not be determined. The probable cause could not be determined. No additional patient or event information is available.